Event description:
Complainant alleged that, during a routine shift, check by a clinician, the device failed to charge energy. Complainant indicated that, there was no pt involvement in the reported malfunction.